Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic with atrial flutter, the device was not found to be mode switching. Programming changes were made and the problem was resolved. The patient was stable at discharge.